Event description:
The manufacturer received information alleging an internal battery depleted condition had occurred trilogy evo o2 device even though the device was using the ac cord. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The manufacturer¿s service technician observed error codes e-254 (internal battery) and e- 044 in the device¿s event log. The manufacturer¿s service technician replaced the device¿s internal battery and system printed circuit assembly board to address e-254 and e-044. After the parts were replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician confirmed the device was operational, and it was cleaned.